Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received inappropriate therapy due to lead noise. Possible lead fracture was suspected. Out of range high lead impedance was also observed. Further actions will be discussed with the physician.